Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the capture thresholds of the leadless implantable pulse generator (ipg) increased to high levels. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.